Event description:
It was reported that the customer experienced low blood glucose while being at the magic mountain park. The father stated that the paramedics tested and her blood glucose was 111mg/dl, but less than half an hour they tested again and it dropped to 55mg/dl. The father mentioned that the display window was scratched, and it is difficult to read. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications..

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.